Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported hf sensor exhibited inaccurate measurements. It was reported that the patient's clinic wanted to confirm the validity of the pressure sensor readings. As a result, the patient underwent a right heart catheterization. The sensor was not recalibrated. However, potential drift was suspected.

Event description:
Additional information received identified the sensor was recalibrated on the back-end wherein the mean was increased by 8.2 mmhg.

Event description:
Additional information received identified the sensor was recalibrated by rhc on (B)(6) 2019. Cm mean was increased by 20.1 mmhg. Accurate readings were observed under the manufacturer's patient care network database.